Event description:
It was reported that the right ventricular lead dislodged, verified under fluoroscopy. The lead was explanted and replaced successfully. The patient was stable prior during and post procedure.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.4 cm from the connector pin.